Event description:
The date of the event is estimated. Dr (B)(6) reported that during a dental procedure where 3-0 chromic gut suture was used, the suture was noted to fray during use. He also stated that he experienced two (2) needles that detached from the suture and dropped into the patient's mouth. Both of the needles were retrieved. However, potential for injury exists if a needle enters the patient's airway.

Manufacturer narrative:
Sterile samples were returned to angiotech for evaluation on (B)(4) 2010. This incident was initially reported to patterson dental, the distributor of this product. Patterson dental then notified angiotech. Both of the needles were retrieved. However, potential for injury exists if a needle enters the patient's airway. Four (4) other patterson dental finished good lots were also reported. Method: the actual detached devices were not returned for evaluation. The exact lot that was used when the needles detached could not be confirmed by the dentist. However, sterile devices from all of the reported lots were returned and tested in angiotech's quality assurance laboratory. Relevant portions of the device history records for all of the reported lots were reviewed. Results/conclusion: all tested samples met usp and angiotech requirements. The alleged failure could not be duplicated. Relevant portions of the device history records for all of the reported lots were reviewed. There were no quality issues noted during the manufacturing processes or at final release. Therefore, the root cause of the reported event is unknown. (B)(4).